Event description:
It was reported that the patient's generator was turned off in 2015 due to lead fracture. No further relevant information has been received to date. No known surgical intervention has occurred to date.

Event description:
It was reported that the vns patient¿s device was tested on (B)(6) 2014 prior to MRI and system diagnostic results revealed high impedance (dcdc ¿ 7). No known surgical interventions have occurred to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.